Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with low flow alarms and was placed on angiomax. The patient had one inr value of 1.86 post-discharge from implant; all other inr values were above 2.0 with a goal of 2.5-3.0. The patient¿s inr was 2.1 upon admission and the hypercoagulation panel was negative. The patient was also taking aspirin 81mg daily. The low flow alarms continued over a two-day period. The patient's pump was exchanged on (B)(6) 2015 for suspected thrombus. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 79 days. The lvad was returned for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: low flow alarms. Pump exchange. Additional information also indicated: suspected pump thrombus, abnormal pump parameters, intravenous anticoagulation.

Manufacturer narrative:
Although a small deposition was observed during the evaluation, the report of low flow alarms could not be confirmed. The pump was returned with the percutaneous lead cut approximately 11 inches from the pump housing and the severed portion was not returned. The inflow conduit and outflow graft were not returned. Examination of the pump blood-contacting surfaces found no adhered depositions or thrombus formations. A very small, tissue-like deposition was noted between the outlet bearing and one of the outlet stator blades. The deposition was loosely seated and showed no evidence of denaturing or lamination. The distal end of the pump rotor and distal bearing cup did not show any contact marks to indicate that the deposition was present while the pump was operating. The deposition did not appear large enough to obstruct flow or to have been present during support. The origins of the deposition could not be determine and it could not be correlated to the report of low flow alarms. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The cause of the reported low flow alarms could not be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.